Event description:
It was reported that the patient¿s pump was explanted due to a possible infection. The date of explant was not provided. The date of the event was approximately (B)(6) 2015. A streptococcal group b infection was found in the patient¿s culture. The patient required hospitalization. There was no product malfunction alleged. No specific patient symptoms were reported. The date of the last pump refill was (B)(6) 2014. Patient outcome was not available at the time of the report. The device system delivered gablofen and the patient also took oral baclofen, neurontin and ¿other pain meds¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).